Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. " how was the false positive determined?I sowed in media agar blood, chocolate and mc conkey there was no growth, in the positive truths there is always growth. - were any erroneous results reported? No -if so - what was the patient impact?no".

Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Batch has been previously investigated for the reported defect. No additional testing is required at this time. Plot/log file review: epicenter plots do not contain the information needed to properly assess a false positive.